Event description:
It was reported the procedure was to treat an occluded bypass graft in the peroneal artery. The lesion was prepared using thrombectomy and balloon dilatation. The 2.50x38mm esprit btk system was advanced to the target lesion however a fluoro shot was performed and no flow was noted. The esprit was pulled back and then recrossed the lesion and good flow was then noted. The scaffold was then implanted. Post procedure the physician reviewed the views and noted a possible distal edge dissection when the esprit first crossed the lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use (IFU) as a known patient effect of coronary scaffold procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.